Manufacturer narrative:
Product complaint: (B)(4). Date sent to the FDA: 02/07/2020. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. The single complaint was reported with multiple events. There are no additional details regarding the additional events.

Event description:
It was reported that the patient underwent a breast reduction in 2020 and the suture was used. During suturing, the suture pulled off. No information regarding the number of impacted devices. Another like suture was used to complete the procedure. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 4/8/2020. A manufacturing record evaluation was performed for the finished device pj5091 batch number, and no non-conformances were identified.